Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure with a 29mm sapien 3 valve in the aortic position, there were difficulties withdrawing the valve and delivery system requiring surgical removal of the devices, placement of vascular stents to repair a right iliac artery injury and laparotomy due to an aortic tear. The patient subsequently expired. Per report, when the commander delivery system and valve were being delivered through the esheath it was met with a lot of resistance. The team was able to deliver the valve through the esheath successfully. Valve alignment was attempted in a straight section of the anatomy. Upon valve alignment there was significant amount of tension in the system and the commander delivery system snapped and there was a large audible noise. The team was no longer able to perform fine adjust after this occurred. It was decided to remove the devices. The team tried to pull the commander delivery system and crimped valve back into esheath but were unsuccessful. After multiple attempts, it was decided to deploy the valve in the descending aorta. Upon this, the team realized the balloon was ruptured and could not be inflated. The vascular team assisted with a coda balloon inflation from contralateral access. Despite multiple attempts, the valve and delivery system were unable to be retrieved into the esheath. The vascular team performed a cut down to retrieve the devices and covered stents were placed to repair a right iliac artery injury. Th patient became unstable, and the vascular team performed a cut down to the aorta due to an aortic tear. However, the patient expired. Additional details regarding the patient demise are not available at this time. Per the facility report, after discussion with the cardiac and cardiology team, it was decided to extract the crimped valve and the balloon from the right groin access as a unit. An aortic occlusion balloon was inflated to maintain some hemostasis. The valve, the sheath, the balloon and the wire were withdrawn into the right common iliac artery. The whole unit was extracted from the right femoral artery. The sheath was removed; however, the valve caused the right iliac artery to be intussuscepted upon itself. The right iliac artery was extracted along with the valve and the balloon deployment mechanism. The iliac artery was transected, and the entire device was removed. However, after implanting covered stents, the patient was persistently hypotensive. A loss of perfusing rhythm was noted, and chest compressions were required. Since the patient was hemodynamically unstable despite having an aortic balloon occlusion, it was suspected that the patient may have had an aortic rupture from either a leak around the kissing stents or the occluding balloon. An urgent laparotomy was performed. As reported by engineering, initial visual inspection revealed one bent strut at the outflow of the returned valve.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-07042. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the transcatheter pulmonary valve replacement (tpvr) procedure. The compression of the coronary arteries or other structures in close proximity to the right ventricle outflow tract (rvot), including the aortic root, sinuses of valsalva, or ascending aorta, can occur during the tvpr procedure. Significant compression of the coronary arteries can lead to death or need for emergent surgery. The IFU warns that assessment for coronary compression risk prior to valve implantation is essential to prevent the risk of severe patient harm. Testing for coronary artery compression during balloon sizing of the rvot is a standard medical practice in these procedures. The edwards thv training manuals advise the operator on pre-procedure assessment of the rvot, proposed site for implantation, valve sizing and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. In this case, it was not possible to confirm if there was coronary artery compression. The cause of the reported events remains unknown. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the medical records, no definite cause for the sudden collapse was identified, but the patient's comorbidities were possible risk factors. The underlying cause of death was congenital pulmonary stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was returned for evaluation. Imagery of the device was provided by the site and revealed the following: the patient's right access vessel had presence of calcification and tortuosity. The returned device was visually inspected, and the following was observed: crimped transcatheter heart valve (thv): one (1) strut bent at the outflow. The returned valve was expanded, and the following was observed: bent strut remained after expansion. Multiple struts were exposed through skirt, it is normal after crimped and used. Leaflets wrinkled, dehydrated, and torn due to storage condition (prolong crimping) during the return handling process. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on visual inspection of the returned device. A review of the device history record, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "the team tried to pull valve back into heath but were unsuccessful after multiple attempts". Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement and/or withdrawal, leading to resistance. Per returned device evaluation bent valve strut was noted on the outflow side of the valve. It is possible that that the strut got caught on the sheath during the valve/commander delivery system retrieval and sustained damage/deformation if excessive device manipulation was used to overcome the resulting resistance. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective/ or preventative actions nor product risk assessment escalation are required at this time.